Event description:
It was reported that nexiva diffusics 18g x 1.25 in had foreign matter and the catheter tip was broken. The following information was provided by the initial reporter: material no: 383594 batch no: 0329097 and 0294778. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.

Manufacturer narrative:
H.6. Investigation: a complaint of discoloration around holes on tubing, catheter tip integrity, was received from the customer. 312 representative unopened samples for lot 0329097 and 16 representative unopened samples for lot 0294778 were received for evaluation. When inspecting samples per procedure no discoloration could be seen on the tubing. The 100% samples were activated in order to simulate the use of the catheter, catheter integrity was acceptable and no visual damages on the catheter after activation were detected. A device history record review was completed by our quality engineer team for provided lot number 0329097 and 0294778. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. It has been confirmed that the reported condition is caused by the heat from the laser used to manufacture the diffusics product. Some brown discoloration is considered as acceptable. Per drawing specification and correct inspections methods all the evaluated samples are defined as acceptable.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0329097, medical device expiration date: 2023-12-31, device manufacture date: (B)(6) 2021. Medical device lot #: 0294778, medical device expiration date: 2023-10-31, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 18g x 1.25 in had foreign matter and the catheter tip was broken. The following information was provided by the initial reporter: material no: 383594 batch no: 0329097 and 0294778. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.